Event description:
Surgeon performed 3 total knee replacements, where he had teeth from the blade break off into the pt. After hitting the side of the cutting block-a tooth or teeth got knocked off. A portion of the blade was left in the pt's body. The blades were discarded. Attempts were made to obtain further info, but it was not available. Reference: 2916714-2006-00046, 2916714-2006-00048.

Manufacturer narrative:
The item was discarded and therefore will not be returned. All of the available info has been forwarded for analysis to the MFR, aesculap, germany. Note: it was noted that the blade hit the cutting guide. Please see attached instructions for use #ta010224: caution: inserting a saw cutting guide when the saw is activated can cause severe damage to the saw blade and cutting guide and injury to the operating surgeon and/or pt.therefore, when using a cutting guide, insert the saw blade into the template prior to operating the saw.